Event description:
A malfunction on the pump was reported by the caller, and no notable events occurred prior to this malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump. They were also instructed to call back if the malfunction code appears again, which the caller acknowledged and understood.